Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer was failed. A field service engineer reseated row board cables connection, all cubie trays and pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.